Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a procedure for urinary incontinence on an unknown date and mesh was implanted. The patient experienced constant left leg numbness, groin pain, vaginal pain, bladder pain, frequent bladder infections, mobility restrictions, incontinence issues and nerve damage of the left leg. The patient has undergone gradual stages of mesh removal on unknown dates which has slightly subsided the complications. No additional information has been provided.